Event description:
Related manufacturer report number: 2916596-2021-01580. It was reported that the patients silastic coating of driveline is falling off with the under coating exposed. Patient had no alarms. The old rescue tape and silastic coating was removed. New rescue tape was placed. It was reported that the patient found green goo inside the backup battery compartment of the controller. The controller was exchanged due to this issue. Extensive driveline wear was noted upon admission but the patient did not show any signs of short to shield upon interrogation. Driveline x-rays were taken and they were found to be unremarkable. Log file analysis captured an odd string of power cable disconnects on (B)(6) 2021 while connected to battery power.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of green fluid ingress was confirmed via product analysis and the reported event of atypical power cable disconnect alarms was confirmed via the log file. The system controller (serial #: (B)(6). ) was returned for analysis and a log file was downloaded for review as well as submitted for review. A review of the log files showed overlapping events spanning approximately 9 days (07mar2021 ¿ 16mar2021 per time stamp). The controller recorded intermittent power cable disconnect alarms that were not associated with a power source exchange due to power cable faults, occurring on both cables. The power cable disconnect alarm activated with these events as well. All of the atypical power cable disconnects occurred while the controller was connected to battery power and did not happen while the patient was connected to the power module. These atypical alarms occurred at the time stamps of 08mar2021 between 16:51:54 ¿ 17:46:39, 09mar2021 between 17:12:43 ¿ 17:12:45, and on 10mar2021 between 14:00:00 ¿ 14:06:29. The alarms cleared shortly after activating. The driveline was disconnected for a system controller exchange on 16mar2021 at 14:04:16. There were no other notable alarms active in the log file. Pump operation was not affected. The system controller underwent preliminary and functional testing and operated as intended. Upon initial observation, green fluid ingress was observed inside of the bulkhead connector, on the backup battery and pins, in the backup battery compartment, and on the backup battery cover. The system controller was run for an extended period of time on the mock loop and was able to support pump function for extended operation. The reported atypical power cable disconnect alarms were unable to be reproduced during testing. The green fluid ingress did not affect operation of the system controller. The green fluid ingress was further investigated. The system controller was opened, and green fluid ingress was noted within the controller housing and on the printed circuit board (pcb). Green fluid ingress was noted on the lcd. The dual power leads were stripped, and green fluid ingress was noted within the cables. The backup battery was further investigated. The white plastic was removed from the battery and green fluid ingress was found below it; however, no green fluid ingress was noted on the pcb. Additional provided information stated that the power cable disconnect alarms cleared after the system controller exchange. The patient is stable with no symptoms. The root cause for the reported event was unable to be conclusively determined through this analysis. Incidental findings: damaged strain reliefs. Heartmate ii instructions for use (rev. B) section 6 entitled ¿patient care and management¿ and heartmate ii patient handbook (rev. C) section 4 entitled ¿living with the heartmate ii¿ addresses how to properly shower with the heartmate system. The sections warn ¿take care to protect external system components from water or moisture ¿ outside in heavy rain or snow, and always from every shower. If the external system components have contact with water or moisture, the patient may receive an electrical shock or the pump may stop¿. Heartmate ii instructions for use (rev. B) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarms. Heartmate ii instructions for use (rev. B) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial #: (B)(6).) And the system controller was found to pass all manufacturing and qa specifications before being shipped to the customer on 22feb2016. No further information was provided. The manufacturer is closing the file on this event.